Event description:
It was reported that the customer's insulin pump has scratched display window and the end cap sticker is missing. The blood glucose reading at time of call was 259mg/dl. The caller stated that she felt the insulin pump delivered insulin into her body on its own. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump was received with scratched lcd window and missing end cap sticker. No crack on pump noted.